Manufacturer narrative:
The manufacturing location for this product is OEM - (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: na. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd safe-clip¿ issues were not clipping and blocked. The following information was provided by the initial reporter: the patient's caregiver reported the needle cutter no longer works correctly in that when the needle is tried to be inserted in the device it can not be inserted and bends but does not cut the needle.

Event description:
It was reported that 2 bd safe-clip¿ issues were not clipping and blocked. The following information was provided by the initial reporter : the patient's caregiver reported the needle cutter no longer works correctly in that when the needle is tried to be inserted in the device it can not be inserted and bends but does not cut the needle.

Manufacturer narrative:
H6: investigation summary: customer returned a video of the patient attempting to use the safeclip needle trimmer. The patient could not insert a pen needle into safeclip. Wear to the device over numerous uses may be sufficient to result in difficulty using the device. Build-up of the remnants of clipped needles may further inhibit usage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the video clip received, bd was able to confirm the customer¿s indicated failure of the safeclip being blocked. The root cause of the safeclip being blocked to the point of being unable to trim needles may be numerous uses over time wearing down the port and the clipper becoming occluded with material from previously clipped needles.